Manufacturer narrative:
The insulin pump was received with cracked broken off end cap and bleeding lcd glass unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to cracked broken offend cap. However, the insulin pump powered up properly after battery installation. No blank display noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and had a loose drive support cap. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.